Event description:
It has been reported that the system could not be started. The system was not in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that machine cannot be started. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was rejected by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.